Manufacturer narrative:
The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, stenosis/increased gradient events for the s3, s3u, s3ur valves post-implantation have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to patient factors (atherosclerosis, thrombosis, endocarditis, rheumatic fever, pannus formation) and/or procedural factors (under-deployed valve, valve size selection, patient-prosthesis mismatch). The reported event for stenosis was confirmed based on medical record. Available information suggests that patient factors (chronic kidney disease) likely contributed to the event as the patient had ckd (chronic kidney disease). Hemodialysis or ckd - calcification has been shown to occur at accelerated rates in patients with renal failure. Patients undergoing hemodialysis and renal replacement therapy have been found to develop calcification at earlier ages. Additionally, patients with mitral annulus calcification are on average older than those without calcification; however, mitral annulus calcification has been detected with increased frequency at younger ages in patients with uremia. The duration of dialysis also plays a major role in the development of calcification. The presence of coronary artery calcification in the dialysis population can result in increased gradient or stenosis. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Event description:
As reported by the field clinical specialist (fcs), approximately 2 years, 10 months, 7 days post transfemoral tavr procedure with a 23mm sapien 3 ultra resilia valve, the valve presented elevated gradient and severe aortic stenosis. The peak gradients were 48.27 mmhg and peak velocity 4.97 m/s. The patient is being worked up for a valve in valve procedure. According to the medical record a tee performed approximately 2 years and 8 months post implant noted severe aortic stenosis with a mean gradient of 48.27mmhg, peak gradient of 98.86mmhg and an ava of 0.75cm2. Trivial regurgitation was also observed. The evaluation was performed post-watchman procedure. The patient did report experiencing severe fatigue and shortness of breath. After review of the medical record, the recommendation is to update the code for post implantation stenosis. Outcome 1 to be updated to dyspnea. Outcome 2 code to remain unchanged.